Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was reported that in situ measurements showed several electrode channels with status hi. No trauma was reported. A refitting with 6 active electrodes was planned as a first step and a re-implantation was to be discussed with the clinic. The patient was re-implanted on (B)(6) 2015.

Event description:
In situ measurements show several electrode channels in status high. No trauma is reported. A refitting with 6 active electrodes is planned as a first step and a re-implantation will be discussed with the clinic.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.